Manufacturer narrative:
Continuation of d10: product ID 3998, lot# l78682, implanted: (B)(6) 2000. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 13-mar-2004, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was the caller stated that the hcp attempted to remove the system, but they were not able to remove all of it and told the patient that removing "all of it" could paralyze the patient. Caller stated from recent CT imaging, they can see the tip of the lead in the spinal cord area and where it is coming through the muscle in the patient's back but wasn't sure how much of the lead was left implanted and that the ins has been removed. Troubleshooting was not required. Technical services (tss) reviewed MRI considerations for abandoned components. Tss asked, but the caller didn't have any information on date or physician that performed explant.

Manufacturer narrative:
Continuation of d10: product ID 3998, lot# l78682, implanted: (B)(6) 2000, product type lead. Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# l78682 implanted: (B)(6) 2000 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the ins was not removed, but some leads were. The reason for explant was the device was shocking them, and others could see sparks. The removal could not be completed because they were told removal could paralyze them. No further actions taken due to the risk, and the issue is not resolved.